Manufacturer narrative:
Device evaluation: result - one used unit was received with the original package opened. This unit was received with the security device and the exposed needle only. Analyzing the sample, it was observed that the stylet wire was not rolled into the stylet puller however the stylet wire was bent. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5328935. This lot was manufactured on december 16, 2015. According to the sampling plan applied for product performance, this lot was accepted and released without problems. During this batch, 80 samples were activated by separation of inserter, separation of the rubber stopper, and separation from prn. No values out of specification were found and no problems during activation were observed. The defect reported is not related to the assembly process. The product is tested (pull force) through the manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was not able to confirm the customer's indicated failure mode. After evaluating the sample, bd could not confirm this as a manufacturing related issue. As only the security device was received, activation per IFU was performed and no difficulty in activation was noted. The defect of bent stylet was confirmed however there was no interference for activation. Based on the investigation results to date, a root cause for this incident cannot be determined.

Manufacturer narrative:
Device evaluation: a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety mechanism of the suspect device failed to retract following use on a patient. This left the needle tip exposed, resulting in a needle stick injury. The hospital's needle stick policy was followed, which includes blood testing for (B)(6). It is unknown if the patient and/or clinician received the lab work.